Event description:
Covidien received info stating that while in use on a pt the breath delivered from the achiev a ventilator and the pts breath were not synchronized. The pt was removed from the ventilator and received manual ventilation via ambu bag. The pt was not harmed or injured as a result of the event. The device eval is still ongoing.

Manufacturer narrative:
(B)(4).